Event description:
Litigation papers allege patients recent metal ion tests show his blood levels of cobalt chromium exceed several times the accepted safe level of exposure.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege patient's recent metal ion tests show his blood levels of cobalt chromium exceed several times the accepted safe level of exposure. Doi: (B)(6) 2010 - none reported (unknown side). Patient is a resident of (B)(6). Update: 11/16/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege patient's recent metal ion tests show his blood levels of cobalt chromium exceed several times the accepted safe level of exposure. Doi: (B)(6) 2010 - none reported (unknown side). Patient is a resident of (B)(6). Update: 11/16/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip) update ad 19 july 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. There are no new allegations reported. After review of medical records for the MDR reportability, there is no revision reported. Updated identifier and added medical history. Doi: (B)(6) 2010 - none reported (right hip).